Manufacturer narrative:
The returned device was evaluated. During eval the unit was able to power on, however, a distorted and soft volume from the speaker was heard. The front speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over twelve (12) year with no previous reported issues related to this reported event.

Event description:
It was reported that the speaker volume is too low and it cannot be adjusted higher. Additional info received indicated that there was no error code observed. The visual display was working properly. The unit was able to engage in pt monitoring activities. No known impact or consequence to pt.